Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that for the past two days hasn't been able to charge the recharger. Patient said that the battery lights are rapidly going up and down. When asked, patient said that last recharged the implant about 5 days ago and typically recharges the implant every 3-4 days. When asked, patient does not keep the recharger in the plugged in dock in between recharge sessions. Reviewed recharger maintenance recommendations. With instruction, patient plugged the recharging dock into the ac power supply and the green light started flashing. Patient tried to press and hold the power button for about 5-10 seconds while in the dock however the lights did not turn on. Patient removed recharging device from the dock and tried to power it on however said that there we re no lights. Patient placed rechargers on a hard flat surface and reset the recharger however that did not resolve the issue. Patient put the recharging dock back in and confirmed that the lights on the battery section are blinking. Patient attempted to power on the device again however no lights came on. Patient again reset the recharger however the recharger is still unresponsive. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the device.

Manufacturer narrative:
Continuation of d10: product ID wr9220 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6), ubd:, UDI#: h3: analysis of the recharger (s/n (B)(6)) revealed that the patient complaint was confirmed. Leds scrolled continuously. The device was unresponsive. Flash sector read/write protection bits had become set. No anomalies were visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.